Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the ilet bionic pancreas stopped displaying glucose readings and the pump alerted a pairing failure; the issue reflected an intermittent communication failure associated with the antenna and electrical/magnetic communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user, followed by guided troubleshooting to reset the pump and re-pair the sensor. Investigation of this case revealed an interoperability communication problem between the cgm and the ilet, consistent with intermittent communication failure localized to the device¿s antenna-related communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.